Manufacturer narrative:
A field engineering specialist was unable to determine a root cause as he found nothing abnormal. The investigation was unable to find a definitive root cause. There have been no additional issues.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable gluc3 glucose hk gen.3 result for 1 patient sample tested on a cobas integra 400 plus. The initial gluc3 result 250.9 mg/dl. The patient sample was tested an additional three times with results of 89 mg/dl, 89.3 mg/dl, and 89.3 mg/dl. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. Internal quality controls were acceptable. The gluc3 reagent lot was 33012601 with an expiration date of 30-jun-2019. Analysis of the patient sample showed that the sample appeared to be hemolytic, but serum indices were not tested. Based on the calibration and qc data a general reagent issue can be excluded. The investigation is currently ongoing.